Event description:
Reportedly, during pt use, a "backup battery failure" occurred. The pt was manually ventilated and transferred to another ventilator. There were no serious or negative pt consequences reported.

Manufacturer narrative:
(B)(4).